Manufacturer narrative:
This report is submitted on july 11, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced an infection at the implant site and was subsequently treated with an antibiotic wash (date not reported). The infection has since resolved and the patient is wearing the device.